Manufacturer narrative:
Date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected.

Event description:
It was reported that stent damage occurred. A 8 x 3.00mm promus elite stent was selected for percutaneous coronary intervention (pci) procedure. During procedure, the stent was broken. The procedure completed with another promus device. No patient complications were reported in relation to this event.

Event description:
It was reported that stent damage occurred. A 8 x 3.00mm promus elite stent was selected for percutaneous coronary intervention (pci) procedure. During procedure, the stent was broken. The procedure completed with another promus device. No patient complications were reported in relation to this event.

Manufacturer narrative:
B3: date of event: event date was not provided at the time of reporting. The first date of the month of the aware date was selected. Device evaluated by manufacturer: promus elite ous mr 8 x 3.00mm stent delivery system (sds), was returned for analysis. The following attributes were examined: stent profile: a visual examination of the stent found signs of stent damage. Stent damage was noted in the proximal region of the stent. The undamaged crimped stent od (outer diameter) was measured within maximum crimped stent profile measurement specification. Balloon profile: the balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Tip profile: a visual and microscopic examination of the bumper tip identified no issues. Hypotube profile: a visual and tactile examination of the hypotube identified multiple hypotube kinks. Shaft polymer extrusion profile: a visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion.